Event description:
A malfunction was reported with the code malf 12, but there were no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue happened again.